Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. The customer was playing outside at the time of the alarm. Blood glucose value was 300 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at the display window corners and with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.